Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it is shredding or damaging skin graft during surgery. There was harm, and more skin graft is needed to be harvested. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d8, g4, g7, h2, h3, h6, h8, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The event cannot be confirmed. Devices are used for treatment. A definitive root cause cannot be determined.

Event description:
There is no additional information.